Event description:
It was reported that on parts of the programmer screen, the stylus would match up with the cursor, but on other parts of the screen it was half an inch to an inch off. Calibration was attempted, but was not successful. The caller stated that they would order a new stylus, but they were advised to return the programmer to service. The current status of the programmer is unknown. There was no patient involvement.